Manufacturer narrative:
Model number/catalog number:sc-8416-50, serial number: (B)(4), batch/lot number: 7063000 model/catalog description:artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to ipg migration. The patient underwent an explant procedure.